Manufacturer narrative:
D3: correction d9: 30-jan-2025 h6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The event history log was reviewed, and the reported problem was confirmed. The root cause was a worn-out clutch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent clutch plunger lever error/travel coarse error. There was unknown patient involvement.